Manufacturer narrative:
(B)(4). Analysis results of the pump connector were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump contained dilaudid and clonidine. The pt experienced a seroma. The pt believed the pump was flipping. The pt was seen by the physician on (B)(6) 2011 when 420 mls of fluid was drained from the pocket site. The pt was seen again on (B)(6) 2011 when 590 mls of fluid was drained from the pocket. On (B)(6) 2011, surgery was performed. The incision was opened, and the section of the pump connector proximal to the pump was noted to be fractured. Csf (cerebrospinal fluid) was coming from the catheter. Approximately 450 mls of fluids was drained from the pocket. There were no obvious signs of infection. A new pump connector was attached and the pump was placed into a mesh pouch. The pocket was secured. Following surgery, the pump dose was reduced by 85%. The pt was admitted to the hospital for 23-hour observation. The pt outcome was reported as recovered without sequela.